Event description:
A non-health care professional reported that the cutter did not function properly with very slow and low vacuum and poor cutting during vitrectomy surgery. The surgery was completed on the same day but it¿s unknown how the surgery was complete. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).